Manufacturer narrative:
Continuation of d10: product ID {evolutfx-34}; product lot/serial number {unknown}; product type: {0195-heart valves}; implant date (B)(6) 2023, explant date {n/a}. Product ID {d-evolutfx-34}; product lot/serial number {unknown}; product type: {0195-heart valves}; implant date {n/a}; explant date {n/a} product ID {l-evolutfx-34}; product lot/serial number {unknown}; product type: {0195-heart valves}; implant date {n/a}; explant date {n/a} select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that 5 months following the implant of this transcatheter bioprosthetic valve, the patient experienced sudden back pain and was transferred to hospital. No significant stenosis was observed in the coronary angiography, and it was believed that the cause of the subjective symptoms was complete atrioventricular block due to the effects after transcatheter aortic valve replacement (tavr). Subsequently, a permanent pacemaker implant was performed two days after onset of symptoms. No additional adverse patient effects were reported. Additional information was received which reported that a drop in blood pressure was observed immediately prior to valve placement. The blood pressure did not improve even after the valve placement, and blood pressure could not be maintained even with catecholamine//medication administration. An echocardiography revealed severe mitral regurgitation. Thesudden decrease in the anterior pumping was considered to be the cause of the patient's hypotension. It was believed that the insertion of the left ventricular guidewire had an effect, so the left ventricular wire was removed, but the mitral regurgitation did not improve. No abnormalities such as valve leaflet, tendinous cords, or papillary muscles were observed in transthoracic echocardiography. Tethering of the bilateral valve leaflet worsened, and valve dehiscence was observed. As the hemodynamics could not be maintained, an impella device was inserted, and the left ventricle was unloaded. When the left ventricle became smaller, the mitral regurgitation improved, and the hemodynamics stabilized. Three days following the valve implant, the impella was removed. According to the physician, the mitral regurgitation was not related to the transcatheter bioprosthetic valve, but to the valve implant procedure itself. Additional information was received that a medtronic (confida) guidewire was used during the procedure. It was noted that the leaflet did not detach, and the transcatheter valve position did not impact the function of the mitral valve. No additional adversepatient effects were reported.